Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # u5ce4z. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the convert to open associated to the alleged deficiency of the device? If yes, why? Was the anvil replaced or was it left and paired with the second device? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. When the battery was installed the green checkmark does not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the assistance of a robotic laparoscopic procedure on the lower anterior resection, when the powered circular stapler was going to be used, the doctor felt that the anvil was not sized appropriately for the trocar. The anvil was very loose and there was a lot of give, causing it to pop off the trocar. A new device was opened, and that trocar fit with the anvil with no issue. The doctor had to revert to open and the procedure was completed.

Manufacturer narrative:
(B)(4). Date sent: 04/19/2022. Additional information was requested, and the following was received: the device sent back was the original/first device but just the device itself they did not retain the anvil. That original anvil was used and paired with the second device that was opened. I am not exactly clear on the reasoning for converting to open, but I believe it had something to do with the positioning of the anvil inside the patient.